Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash all over his back and chest described as a heat rash. The patient reportedly visited a doctor but was not prescribed anything. The patient used over the counter calamine lotion, aloe, and cortisone. The patient reported that the skin condition had healed since visiting the doctor and keeping the affected area dry and clean.